Manufacturer narrative:
Patient weight was added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure.

Event description:
Follow up revealed that the patient's ipg was recovered through troubleshooting and is now providing adequate therapy resolving the issue.